Manufacturer narrative:
H3: the pipeline flex shield was returned stuck within the phenom 27 catheter. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid was found fully opened and frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 5.5cm to 16.5cm from the distal tip. In addition, the catheter body also found to be accordioned at 6.5cm to 12.0cm from hub. No flash or voids molded were observed in the hub. No other anomalies were observed. The pipeline flex shield was pushed out from the catheter lumen with difficulty. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. Based on the returned devices, the pipeline flex shield was confirmed to have failure to open at the distal end as the distal end of the braid was not opened due to damaged braid. The damage to the braid on the ends is likely the results of the physician re-sheathing the device more than recommended two times. Possible cause for failure to open includes damaged braid and vessel tortuosity. There was no non-conformance to specifications identified that led to the failure to open issue. Additionally, the pushwire and catheter were also found to be damaged. From the damages seen on the catheter (accordioning), pipeline braid (fraying) and hypotube (stretching); it appears there was high force used. It is likely these damages occurred when the customer attempted to deliver/retrieve the pipeline flex shield through the catheter against the resistance. However, the cause of resistance could not be determined. Possible cause includes vessel tortuosity. Per our instructions for use (IFU), the user should: ¿begin to deliver the device using a combination of unsheathing the pipeline flex shield embolization device and pushing delivery wire simultaneously. After the distal end of the pipeline flex shield embolization device has successfully expanded, deploy the remainder of pipeline flex shield embolization device by pushing the delivery wire and/or unsheathing the pipeline flex shield embolization device. Resheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex shield embolization device. The system is designed to allow for 2 full cycles of re-sheathing of the pipeline flex embolization device. Re-sheathing the pipeline flex shield embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #705234452:¿ equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.0265in mandrel ¿ drawing(s) referenced: fg-15xxx-yyyy-zz rev. A ¿ as found condition: the pipeline flex shield was returned stuck within the phenom 27 catheter; within the inner pouch; inside of a sealed bio-hazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal end of the braid was not opened due to damaged braid. The proximal end of the braid was found fully opened and frayed. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; no damages were found. The catheter body appeared to be accordioned at 5.5cm to 16.5cm from the distal tip. In addition, the catheter body also found to be accordioned at 6.5cm to 12.0cm from hub. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the pipeline flex shield was pushed out from the catheter lumen with difficulty. The total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub with no issues; however, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the pipeline flex shield was confirmed to have failure to open at the distal end as the distal end of the braid was not opened due to damaged braid. Possible cause for failure to open includes damaged braid. Additionally, the pushwire and catheter were also found to be damaged. From the damages seen on the catheter (accordioning), pipeline braid (fraying) and hypotube (stretching); it appears there was high force used. It is possibly these damages occurred when the customer attempted to deliver/retrieve the pipeline flex shield through the catheter against resistance. However, the cause of resistance could not be determined. Ls 2022-11-08 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the doctor scheduled the patient for elective embolization of left anterior choroidal aneurysm. The patient was prepped and draped and access was attained in the right radial artery. The armadillo catheter advanced into the left internal carotid artery (lica). The phenom 027 was then advanced into the left middle cerebral artery (mca). The pipeline was prepped per IFU then advanced into the phenom 027. The device was advanced into the distal end of the phenom. The device was then attempted to deploy into the lica. During the device deployment attempt the distal end of the device would not open. The device was re-sheathed and another attempt was made to deploy the device. During the second attempt the distal end of the device failed to open properly. The device was again re-sheathed and removed from the patient inside the phenom 027. The doctor then coiled the aneurysm and removed all catheters. The patient did not suffer any injury during the failed device deployment. Patient was discharged from hospital next day and is doing well. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The pipeline was used for an indication that is approved (on-label).  The pipeline and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.  The patient was undergoing surgery for treatment of a saccular, unruptured left anterior choroidal aneurysm with a max diameter of 3 mm and a 1.2 mm neck diameter. The landing zone was 3.4 mm at the distal end and 3.7 mm at the proximal end. It was noted the patient's vessel tortuosity was minimal. Dapt was administered. The pru level was 92.   Ancillary devices include a merit prelude ideal 7f sheath, an armadillo guide catheter, a phenom 027 microcatheter, and an aristotle 018 guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.